Event description:
A report of the pt's precision system explanted was received. Pt was not getting adequate paresthesia ,and the stimulation was increasing her pain. The dr elected to explant the system.

Manufacturer narrative:
The explanted devices will not be returned for eval.